Manufacturer narrative:
Technician found broken pins on the end of the nurse communication cable. Technician replaced the nurse communication cable to resolve the issue.

Event description:
Technician alleged cannot place nurse call from the bed. No patient impact.